Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had an issue with load/unload interface messages were being sent to the patient information system. A technical support specialist connected to the carefusion coordination engine and found that the carefusion coordination engine application was not displaying the mbm graph. The technical support specialist restarted the service, and all applications began working as expected. Messages were observed crossing to the billing host, including load and unloads. The system functioned as intended after the technical support specialist troubleshoot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, pyxis had issues with pyxis load/unload interface messages which were being sent to the patient information system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.